Event description:
Major pump unit(s) involved: blood pump; red heart alarm resulting in vad failure.specific component(s) involved: pump drive unit malfunction; pump housing clot.intervention(s): replacement of pump; type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.